Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The pse advised the customer that the central processing unit (cpu) printed circuit board (pcb) might be faulty. The part number was provided to the customer. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had intermittent 1102 error code. There was no patient involvement.